Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated their device wasn't working, and clarified they would see a screen with a doctor's face and telephone. Pt tried to use the patient programmer (pp) during the call and reported eri screen. Pss reviewed eri information and attempted to have pt bypass eri, but no matter what button pt pushed they still got eri or couldn't connect to the ins. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.